Event description:
It was reported that prior to da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report a recoverable fault 32097. The customer tried recovering fault, but the error returned. The customer was planning to use the system with three arms or bring in another cart for case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed troubleshooting error 32097. Fse confirmed the error associated with the wrist cable and replaced it. The 32097 error was no longer present and non-recoverable errors cleared. During inspection, external physical damage was noted on the proximal setup joint (psuj) cover for universal surgical manipulator (usm4). One mounting screw was broken and lodged within the psuj, preventing proper replacement of the psuj cover. Additionally, system logs show multiple advisory errors 31226 and 1126 over the past several weeks related to psuj4. Based on the physical damage and recurring advisory errors, psuj4 and usm were replaced. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psuj4 and usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 32097 points to maxis error occurred, reported by axes controller, motor (acm) in usm4 iloop maxm watchdog errors. Error 1126 points to the hirose fiber receive power has fallen below the low warning limit. Symptom is occurring on the up stream to acc board in arm4 usm.

Manufacturer narrative:
The proximal set-up joint (psuj) was returned for failure analysis and the reported problem was confirmed and replicated. Due to the nature of the damage, there were no errors found to be related to the reported event in system logs. Upon visual inspection, multiple covers were severely damaged, and the mounting screw was broken and lodged in the vertical main plate thus replicating the complaint. The unit was installed on a golden system in normal mode where it performed as expected without errors. The unit was also installed on a patient side cart fixture test platform (pftp) where all relevant tests passed with no log errors. Failure analysis concluded that axes controller set-up (acu) front cover and vertical main plate were the root causes of the reported problem.

Event description:
Refer to h11 for follow-up information.